Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the patient rep was unsure whether patient's implanted neurostimulator (ins) is on due to therapy issues. Caller stated patient was in the hospital with covid and pneumonia that was affecting patient leg strength (patient was walking with walker prior to covid). Patient had slid onto the floor and was there for a few hours before going to the hospital. The caller stated this resulted in the patient getting rhabdomyolysis (with treatment, this has been resolved). During the hospital stay, patient rep reported the patient was not receiving their carbidopa-levodopa medication. On (B)(6) 2022 patient was transferred to rehab (physical therapy) and patient began receiving carbidopa-levodopa again, but too low of a dose. Patient rep stated this medication problem has been resolved for multiple weeks, but patient is still not walking and can't use one hand (curled, patient rep stated its like dystonia). Troubleshooting was unable to be performed as patient rep did not have equipment and was not with patient. Caller stated they will call back when with patient/equipment. The patient was redirected to their healthcare provider to further address the issue. Caller states they have reached out to the hcp and no response.

Event description:
Additional information was received from the consumer. It was reported the patient continues to be in "bad shape" as a result of getting covid and pneumonia, noting that the patient continues to have a hard time moving and "everything is real slow." The caller mentioned that the patient was in rehab for a time, and now they are at the (B)(6) hospital. The caller was not sure if the patient's therapy was turned on at the time of the call, but they believe it is turned off because the patient's nurses do not have time to help the patient charge their ins. The caller stated that because the patient was in bad shape, they have a hard time holding the recharger antenna in position over their ins. The caller mentioned that patient services had sent out a recharging shoulder holster in the past, but it was configured for a right-side ins (caller said patient's ins was implanted on their left side). Agent rev iewed that the recharging shoulder holster can be configured for left-side ins. The caller then stated that the patient's nursing facility lost the recharging shoulder holster, and told the caller to ask if the patient could get a wireless recharger and drape. Agent reviewed that wireless recharger and drape are not available at this time. Sent an email to repair to order a recharging shoulder holster. Agent also sent the caller an email with information regarding how to use external equipment. The caller also requested a patient ID card, so agent warm transferred them to patient registration services. The caller was redirected to the patient's healthcare provider to further address the therapy issue. The caller mentioned that they tried to make an appointment but the appointment was cancelled. The caller stated that the hcp is booked 3 months out. See pe (B)(4) for the report of patient's therapy being turned off - caller said they were able to charge the ins and turn therapy back on in that instance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.